Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 16mm pulmonary valved conduit was implanted in a (B)(6)-year-old pediatric patient during a complex repair for congenital heart disease. The patient's chest was initially left open. One day post implant, the patient's chest was fully closed. A routine culture was taken from the mediastinum during the chest closure procedure. This was positive for pseudomonas aeruginosa. The patient subsequently developed signs of sepsis, and blood cultures were positive for pseudomonas aeruginosa. Four days post implant, the patient's chest was re-opened, revealing purulent mediastinitis. The chest cavity was cleaned and left open. The patient was started on a 6-week antibiotic regimen. During this time urine cultures were positive for candida albicans and tracheal secretions were positive for yeast. Due to these cultures, antifungal therapy was provided for 3 weeks. Ultimately 21 days post implant the patient's chest was reclosed following multiple negative mediastinal swabs. Approximately 2 months post implant, the patient was readmitted to the hospital with a fever. Blood cultures were positive for pseudomonas aeruginosa, and a positron emission tomography (pet) + computed tomography (CT) scan showed a metabolically active tissue compression around the truncus pulmonalis. The patient was again treated with intravenous antibiotics. Ultimately, 2 months and 22 days post implant, the pulmonary valved conduit was explanted and replaced with a homograft. No additional adverse patient effects were reported.